Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. After powering down the system and reseating the maj-1941, light control cable, the problem was resolved. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they were experiencing "brightness issues." There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.

Manufacturer narrative:
E3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. According to communication with the customer contact, a reseat of the light control cable on both ends resolved the brightness adjustment issue. Based on the results of the investigation, it was therefore assumed that there was no true abnormality in the subject device. Olympus will continue to monitor field performance for this device.